Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to migration of the balloon. There were no patient complications reported.

Manufacturer narrative:
Correction made to b5 describe event and d6b explant date to clarify that the device was not removed from the patient. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) positioning due to migration of the balloon. There were no patient complications reported.